Manufacturer narrative:
The customer¿s complaint that the hub on the extension set cracked and leaked could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the hub on the extension set cracked and leaked during patient use. There is no report of patient harm.